Event description:
The depuy mitek rep is reporting that the silicone portion of the inserter needle of a rfapidioc meniscal fastener came off into the patient's body. The silicone tubing was retrieved without consequence to the patient and the case was completed without further incident or harm to the patient.